Event description:
Integrity testing revealed affected channels. There was no hearing sensation with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, all electrode channels had high impedance status. The user was re-implanted on the (B)(6) 2020 with the same electrode type.